Event description:
Upon using epix laparoscopic grasper (ref#c4130, lot #1512170), a thread on the pad, at the tip of the grasper became caught upon the intestines when using the grasper, during removal of the appendix. Irritation and redness seen where the thread was, upon usage of the grasper. Surgeon assessed the area of the intestines and determined that there was no active bleeding and processed with appendectomy.